Event description:
Abbott pump for infusion of heparin set at 840 units/hr, at 1800. At 0100 pump was reset to 740 units, this setting was verified. At 1645 the next day heparin again started at rate 740 (remained the same setting as 0100). At approx 1850 it was noted that heparin hung at 1645 had infused entirely. Pt received 3 units of blood as a result of ptt > 212. H&h at 5.8 & 16.6. "Med net" was in use.